Manufacturer narrative:
Additional information: a2, a4, b5.

Event description:
Upon additional follow up, the clinical manager confirmed that the patient did not complete treatment that day. The clinical manager confirmed culture was taken and intraperitoneal antibiotics administered to the patient. The culture results came back negative. The clinical manager confirmed that the patient has received the replacement cycler, was trained on its operation, and is continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The clinical manager confirmed the patient was reminded to anchor the extension and not tug to prevent future fluid leaks. The extension set was confirmed to not be available for return for physical evaluation.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the six (6) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius catheter extensions shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the catheter extension during their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 3 of 3 of treatment. The cause of the leak was the patient accidentally broke catheter cap on the extension. Fluid did not come in contact with cycler. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn) regarding the catheter and missed treatment. It was reported that an alternate treatment option was not available. Upon follow up, the patient stated discontinuing treatment and tying off the catheter extension. The patient went to the clinic the same morning and was administered prophylactic medication as a precaution. The patient was able to complete treatment using the cycler the following treatment. The patient confirmed the issue has been resolved and has resumed treatment on the cycler with no further issues. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Additional information was requested, however it was not available.